Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw mitraclip was implanted in a central-lateral position. An additional xtw was also implanted. The procedure ended with mr reduced to grade 1. On (B)(6) 2025, while the patient was still hospitalized they became symptomatic. Oxygen was provided. A transthoracic echocardiogram (tee) was performed. Significant recurrent mr grade 4+ was observed along with a probable detachment of one of the clips from the posterior leaflet (single leaflet device attachment (slda)). No tissue damage was observed. On 16 may 2025, an additional mitraclip procedure was performed. A xt clip was placed successfully, reducing mr from grade 4+ to grade 2+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to challenging patient anatomy (posterior leaflet prolapse and flail). The reported mitral regurgitation and hypoxia are cascading events of the incomplete coaptation. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical interventions and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.